Event description:
Healthcare professional reported right side capsular contracture baker grade IV, rupture and unilateral exchange. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on posterior and a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool. - a sharp broken on posterior assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.